Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
This report is being filed after the subsequent review of the following literature review. Veruva, s. Et al (2015). Uhmwpe wear debris and tissue reactions are reduced for contemporary designs of lumbar total disc replacements. Clinical orthopaedics and related research&#60192;473(3), 987-998. N= 1 periprosthetic scarring.